Manufacturer narrative:
Multiple attempts for additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 1 year and 7 months post implant of this bioprosthetic annuloplasty band, it was explanted. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.